Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of 2002ohms which resulted in a safety switch. Technical services (ts) was contacted and while reviewing the data noted that capture thresholds were trending upward; however, after the safety switch they dropped just below 1600ohms. Additionally, it was noted that capture thresholds were high. Ts discussed possible reprogramming options. This rv lead remains in service. No adverse patient effects were reported.